Event description:
Information was received indicating that a patient accidentally left their day smiths medical cadd-legacy duodopa ambulatory infusion pump on overnight; the patient was confused at night and did not realize the mistake until the morning. It was reported that the continuous dose of the day pump was 2.3 ml/hr and the continuous dose on the night pump was 1.1 ml/hr. Per reporter, patient was subsequently advised to continue with their day pump and make sure the night pump was correctly connected that night. "No dyskinesia or adverse effects experienced as per patient."